Manufacturer narrative:
Product complaint # : (B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. Per the condition of the representative samples, no performance - breakage suture was found on the suture and the tested sample met the finished goods requirements. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unspecified plastic surgery procedure the suture was broke as it was being pulled tight through tissue. Procedure was completed with another suture from a different lot. There were no patient consequences reported.